Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "right device cracked discovered via MRI".

Event description:
Patient report right device "cracked" discovered by MRI. Patient also noted the "event has brought back painful memories, adding to the physical, psychological and to the important physical, psychological, and painful prejudices¿. Device explanted.